Manufacturer narrative:
Section h4: additional information.

Manufacturer narrative:
D4; expiration date. Manufacturer's investigation conclusion: the report of drops in speed below the low speed limit along with pump stops was confirmed through the analysis of the submitted log files. However, a specific cause for these events could not be conclusively determined through this investigation. The account reported that the patient passed away suddenly on (B)(6) 2020. The account reported that there may have been a short to shield/electrical issue. It was later reported that, prior to the event, there were no speed drops or power elevations dating back to (B)(6) 2020. It was reported that around 09:00 on (B)(6) 2020, ems was in route to the patient and contacted the vad team to alert them of issues. At 09:02, the pump off alarms began again. The account presumed that ems moved the patient at that time. At 09:04, the driveline was disconnected due to a controller exchange performed by ems. Ems was successful in restarting the pump initially. The patient was transferred to the emergency department. It was reported that the patient coded and died. The submitted system controller log file captured normal pump function until (B)(6) 2020 at 23:58:17. At that time, the pump speed dropped below the low speed limit and struggled to maintain the set speed. The pump resumed operating at the set speed of 9400 rpm until (B)(6) 2020 at 08:44:02 when the pump speed dropped below the low speed limit and again struggled to maintain the set speed. The pump struggled to maintain its set speed for the remainder of the log file, resulting in a total of 32 pump stops. During these events, elevations in pump power (up to 16.5 w) were captured. Based on previous complaint experience, these captured events appeared to be consistent with a potential driveline wire compromise. Also of note, it appeared that on (B)(6) 2020 at 08:48:11, the patient¿s white power cable was connected to battery power while the black power cable remained connected to the power module. The pump remained connected to both battery power and the power module for the remainder of the log file. On (B)(6) 2020 at 10:04:32, the patient¿s driveline was disconnected, followed by both power cables. This was consistent with the account¿s report of a controller exchange. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. The hmii patient handbook discusses how to change power sources. The heartmate ii patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transferred to emergency department (ed) where the patient passed away suddenly presumed due to pump stops. It appeared it may have been a short to shield/electrical issue from the event log. The log file analysis showed speed drops and or pump stops on (B)(6) 2020. These continued to occur intermittently throughout the remainder of the log file. This appeared to be caused by a percutaneous lead short to shield. On (B)(6) 2020, the patient connected the white controller lead to a battery with the black lead remaining connected to the power module. The patient was never solely on battery power after (B)(6) 2020. The log file history showed pump stops, power cable disconnects, and low flows on (B)(6) 2020. On (B)(6) 2020, the log file showed a pump stops, low flows, low speeds, and pulsatility index (pi) events. The log file on (B)(6) 2020 showed the correctional short to shield. The log file of (B)(6) 2020 showed low speed, pump off, and pi events at 7:44am but then no further alarms until 9:00am due to the positional nature of the short to shield. Around 9am ems was en route to the patient and at 9:02am pump off alarms began again which was presumed to be because ems moved the patient. At 9:04am the driveline was disconnected and power was removed from the white lead and the black lead; the driveline disconnect was due to controller exchange by ems which they stated was successful in restarting the pump. The patient was transferred to the ed where the patient coded and expired.